Manufacturer narrative:
(B)(4); batch #: r94u2n. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. No relax pressure on blade alert screens were displayed at any time during testing. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped.  The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch, and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an abdominal or a har36 was connected to the hp054 and tested with gen11 without any problems. When the harmonic was activated the generator alarmed ¿¿relax pressure on blade¿¿. The harmonic instrument was exchanged to another same like instrument, but the same happened. The handpiece was changed with no problems, and the surgery began.